Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited backup vvi operation which could not be restored with a device download. Subsequently, the pacemaker was explanted and replaced. No adverse consequences were reported. The exact implant/explant date is unknown at this time.